Event description:
A customer contacted beckman coulter inc (bci) stating that the coulter lh 500 instrument failed to flag a patient specimen for nucleated red blood cell's (nrbc's) present in the samples. The instrument did generate a dimorphic reds suspect flag for this specimen. The patient sample was run on an alternate instrument and generated a suspect flag for nrbc's. The specimen had a manual differential performed where nrbc's were present. Due to the high number of nrbc's seen in the smear, this affects the white blood cell (wbc) count and caused the instrument wbc result to be erroneously high and require a wbc correction. No erroneous results were reported out of the laboratory. No death, serious injury, or change to patient treatment is associated with this event.

Manufacturer narrative:
The patient specimen was collected in a 500ul bd capillary tube. Controls were run before and after the incident and were within assay limits. The instrument is currently within qc specifications with respect to controls (accuracy) and reproducibility (precision). A field service engineer (fse) was dispatched. Fse replaced and adjusted some hardware. The fse then verified the instrument's operation.